Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of wr9200 ( serial no # (B)(6)) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported having a problem with their wireless recharger. Patient reported the 3 battery lights on the front of the wireless recharging device are rapidly scrolling up and down constantly. Patient stated they tried to turn it off and it will turn off if they hold the power button down for a while, but then it comes right back on. Patient confirmed there is a green light on the docking station when charging cord is plugged into the dock. Walked patient through trying to reset the wireless recharger on and off the dock on the call. Patient stated recharger battery lights continued "flashing"/rapidly scrolling up and down despite resetting recharger on docking station. Patient reported recharger would not power on. An email was sent to the repair department to replace the wireless recharger. When agent asked for event date, patient stated they had gone over to the medical doctor to get them to reset "this thing" because pa tient was having some "shakes". Additional information was received from patient stating "when doctor has pushed the button on his laptop it was suppose to send the signal to chest and brain but the left side of the tongue and whole body experienced immediate numbness.